Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: the fiber broke in the middle of an evlt procedure. It was indicated the event occurred inside of the patient. There was no report of serious harm or injury to the patient due to this event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "fiber fractured in the middle of the procedure" as the reported device sample was not provided. As a device evaluation could not be performed, a root cause for the complaint description cannot be determined. The catalog and lot number of the reported defective device was not reported by the user. A ship history report (shr) was generated in order to ascertain the last three lots of evlt product shipped to the reporting customer in the six months prior to the procedure date. This review indicated that the complainant had not received product from angiodynamics in three years. DHR review/ shr review could not be performed. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives two 100% inspections and an aql inspection in which the quality of the fiber strip is inspected. It is highly unlikely that the product was package with this defect. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).